Manufacturer narrative:
The device was evaluated by ventec where the reported issue of the ventilator being unable to maintain peep (positive end expiratory pressure) and low exhaled tidal volume (vte) levels was confirmed. Ventec replaced the internal flow transducer (ift) to resolve the reported issue. Proper device operation was observed through functional and performance testing. The investigation determined that the root cause of the reported issue was the ift. Further component level cause could not be determined. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported to ventec that the ventilator was unable to maintain peep (positive end expiratory pressure), and its exhaled tidal volume (vte) levels were low. There was no patient involvement associated with the reported event.